Event description:
The user facility reported a 80-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient had poor distal perfusion and an external femorofemoral bypass was performed. Patient care had persistent gastrointestinal(gi) bleed and the patient was administered14 units of packed red blood cells units (prbc). Flow was restored, and the patient regained pulsatility. The patient was successfully weaned off the impella cp.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.